Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the internal leakage and pressure transducer test during the pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board and evaluation of received device logs has been completed. Evaluation of received device logs confirms several failing pre-use checks on the reported date of event and the day before where the internal leakage and pressure transducer tests failed. The internal leakage test failed due to deviations in measured pressure by the inspiratory and expiratory pressure transducers. The pressure transducet test failed due to the inspiratory pressure transducer offset was more than 6 cmh20 from factory default offset. This may be caused by a defective inspiratory pressure transducer, but tests on site found both pressure transducers working. The expiratory channel pc board was replaced and the ventilator worked properly. Simulated use test in a laboratory environment could not reproduce the reported issue. During 5 days 9 pre-use checks succeeded and ventilation ran in between without any deficiency noted. Several separate internal leakage and pressure transducer tests also succeeded. The reported issue is pre-use check related errors that do not occur in ventilation mode. The conclusion in this matter in this matter is that the reported issue with failing internal leakage and pressure transducer tests was confirmed in received device logs, but was not reproduced during the investigation. The cause of the reported issue could not be determined.

Event description:
(B)(4).